Manufacturer narrative:
Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Device breakage is addressed in the directions for use. The directions state, "do not place clamp in mouth until the rubber dam has been properly placed. Clamp could become a choking or safety hazard if dropped or broken in the mouth without proper use of the rubber dam at all times. Caution: modification, over-extending, bending, or use exceeding one year may cause breakage." The assistant said that no one was injured during the incidence.

Event description:
(B)(4) dealer emailed the complaint and office information. Called and spoke to a dental assistant in the office. The clamp broke as they were placing it on the tooth. It occurred few months ago. It would have been placed on the molar. No injuries occurred, but it was very startling for them and the patient when it broke. This was the first use of the clamp. She said she did not remember exactly which patient they were trying to use it on.